Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A hospital staff member reported that just before starting the irrigation/aspiration (I/a) phase, vitreous loss was noted. Anterior vitrectomy mode was selected and the vitrectomy cutter failed. The phacoemulsification portion of the procedure was completed without incident. According to the reporter, the screen showed that the correct tip of the vitrectomy probe was being used. As a result a scissor cut vitrectomy was required which prolonged the procedure. The case was completed. The rest of the surgery schedule was canceled. Additional information was requested and received.

Manufacturer narrative:
The system and cutters were examined and the reported event was not replicated. Both were tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 6, 2012. Based on qa assessment, the product met specifications at the time of release. The system and cutters were found to meet specifications. Therefore, it is not suspected to have contributed to the reported event. (B)(4).